Event description:
It was reported, the external pulse generator (epg) display is distorted. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Upper and lower cases are broken and contaminated. Battery release, battery release o-ring, release spring, battery contacts, and battery drawer are contaminated. Side bail covers and ring cover are broken. Lead flex cover and battery flex are corroded. Side bails and battery drawer o-ring are missing. Keyboard is scratched.